Event description:
Pt had undergone shunt revision three weeks prior to insertion of new vp shunt on 8/13/96. At insertion the icp was noted to be high. Considerable flow was observed. Approx. Eight hrs later a respiratory arrest occurred. The CT scan showed diffuse cerebral edema with collapsed ventricles. The pt died two days later despite hyperventilation and steroids.